Event description:
Revision hip to revise a disassociated constrained liner. We removed the liner and repositioned the cup and put in a new constrained and head. Disassociated constrained liner, (bipolar part pulled away from the rest of the liner and cup), only a few weeks after initial implantation. During the case for revision of the hip, it appeared that the cup didn't have sufficient anteversion in the pelvis and any flexing of the hip resulting in impingement.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, then it will be submitted in a supplemental report.